Manufacturer narrative:
The MFR received the op reports and the ref and lot number of the devices. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced in this report. Should add'l info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed.

Event description:
The reference and lot number of the devices were provided. The op reports were also sent for review. The durom acetabular component was implanted on the left side. The pt was revised due to pain and loosening.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the unknown side on (B)(6) 2006. The pt was revised on (B)(6) 2014 due to infection and pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008 as referenced. Should additional info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended med device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).